Event description:
It was reported that (1) al326 was used during an unknown procedure. It was reported that the device malfunctioned. There are no other details available. The case was completed with another instrument and with no pt consequence.